Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00043 on 01/30/2017 for false reactive advia centaur xp hbsagii results. 07/14/2017 - additional information: siemens performed an internal study of 600 normal patient samples with hbsagii lots 109088, 109092, 109108, and a product issue was not confirmed. The cause for the false reactive advia centaur xp hbsagii results confirmed with advia centaur hbsag xp confirmatory testing in unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the (B)(6) advia centaur xp (B)(6) result obtained on and patient sample and confirmed with advia centaur (B)(6) confirmatory testing is unknown. The customer's quality control results were acceptable at the time of the event. Siemens is investigating. The (B)(6) instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The (B)(6) confirmatory instruction for use (IFU) under the interpretation of results section states the following: "for diagnostic purposes and to differentiate between acute and chronic (B)(6) infection, the detection of (B)(6) should be correlated with patient clinical information and other (B)(6) serological markers." The instrument is performing within specifications.

Event description:
A (B)(6) advia centaur xp (B)(6) result was obtained on and patient sample and confirmed with advia centaur (B)(6) xp confirmatory testing. The confirmed (B)(6) result was considered discordant compared to a (B)(6) test history, and (B)(6) total result. The customer performed repeat testing on a different pour off sample tube, and the (B)(6) results were (B)(6). The original patient sample was retested with a different (B)(6) reagent lot, the results were (B)(6), and confirmed with (B)(6) confirmatory testing. The confirmed (B)(6) result was not reported to the physician. There was no known report of patient treatment being prescribed or altered and no report of adverse health consequences due to the confirmed (B)(6) advia centaur xp (B)(6) confirmatory result.